Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon string inside me for 19 days- vagina [foreign body in reproductive tract]. String came off tampon [device breakage]. Case description: consumer reported via e-mail that an entire tampon string came out of her vagina. No serious injury reported.